Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge and luer lock. The customer's blood glucose (bg) level was approximately 400 mg/dl at the highest. The bg level was addressed with a bolus via the pump. Reportedly, the customer primed the tubing to successfully remove the air.